Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during dialysis through the power trialysis, negative pressure was detected at the v lumen though v lumen normally showed positive pressure. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a negative pressure in the venous lumen was inclusive due to the sample condition. One 12fr x 15cm powertrialysis catheter was returned for investigation. The catheter exhibited evidence of use. A functional test revealed that each lumen of the catheter was patent to infusion and aspiration. No leaks were observed in any part of the catheter. With the clamps closed over the extension legs, no fluid would bypass the clamps during infusion or aspiration. The extension legs exhibited deformation from being clamped, but it is unknown if this affected the pressure or flow rates during clinical use. No damage or defects associated with the manufacturing process were observed on the catheter. Since the clinical use could not be observed or replicated, the complaint was inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during dialysis through the power trialysis, negative pressure was detected at the v lumen though v lumen normally showed positive pressure. There was no reported patient injury.